Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device did not work after removing its package. Therefore, it could not be used by the patient. The holder of the device was squeezed, but no clips loaded on the jaws. The device was replaced by a new one. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was partially applied with nineteen remaining clips. A clip was jammed in the distal end of the instrument. No other visual abnormalities were observed with the instrument. The jammed clip was removed. The instrument was then applied to appropriate test media. The instrument cycled without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the jammed clip condition may occur if the jaws are twisted excessively or tissue is manipulated with the jaws when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.